Manufacturer narrative:
Product complaint # (B)(4). Initial reporter name and address: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2020, the patient was then subjected to a cat at lower limb-left hip which showed "thin labral resorption of the periprosthetic bone at the acetabular level ... Diffuse reduction of calcium tone in correspondence of the skeletal segments. " this was also confirmed by the scintigraphy of (B)(6) 2021. The examiners highlighted a break in the components of the prosthesis applied during the intervention of 11.09.15 which justified the noises and severe pains accused by the patient. On (B)(6) 2021,was revised at san filippo neri hospital in rome with a diagnosis of "left hip joint rupture" and therefore the following day ( (B)(6) 2021) was subjected to "very urgent" surgery of "cup, insert and prosthetic head revision".

Event description:
Pinnacle claim received. Claimant alleges constant pain and functional limitation post implantation. Claimant was revised due to fracture of the arthro-prothesis component. Claimant is seeking compensatory damages allege device related.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a device history record (DHR) review was performed previously on the legacy complaint (B)(4) (the legacy record of (B)(4) , which itself is the legacy record of (B)(4)). Review of the device history records found no manufacturing deviations or anomalies.